Event description:
It was reported that the procedure was treat a heavily calcified, moderately tortuous proximal left anterior descending artery that is 90% stenosed. Rotablations were performed and 3.0x15mm balloon was used to pre-dilate the vessel several times. A 3.5x28mm xience skypoint stent delivery system ruptured at 6 atmospheres. Negative pressure was applied right after and device was removed. It was noted the stent remained on the device and failed to deploy. A 3.25x12mm nc trek neo was used to dilate the lesion and a new 3.25x28mm xience skypoint was implanted. A 2.5x15mm non-abbott balloon was used to post-dilatate the stent. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Factors that may contribute to an activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the device may have interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement, as resistance was noted, causing the reported material rupture, ultimately contributing the reported activation failure; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.